Event description:
It was reported that on (B)(6)2026, a patient presented with grade 4+ mixed mitral regurgitation (mr) for a mitraclip procedure. It was reported that during device preparation, it was visualized that the steerable guide catheter (sgc) tip was at an irregular angle. While testing the knob, there was irregular movements. While removing the dilator from the patient the dilator was dropped on the floor. A replacement sgc was advanced and mitraclip was successfully placed. Upon deployment, the clip moved on the posterior leaflet. A secondary mitraclip was attempted to be placed but was unsuccessful due to a torn chordae. The procedure was discontinued; the final mr was grade 4+. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported partial clip movement and difficult imaging were unable to be determined. The reported unchanged mr was a cascading effect of the reported partial clip movement. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: medical device problem code.

Event description:
N/a.